Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
The information provided indicated the consumer reported string broke and tampon pieces remained inside of her. She went to the ER and had no diagnosis.